Event description:
The device was connected to a pt and the analyze button was pressed. The device gave a stand clear message and then reportedly displayed a constant connect electrodes message. A back up device was obtained and used to continue the call. The pt was resuscitated.